Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went on site and performed a visual inspection as well as functional analysis of the system. No parts were returned to the manufacturer for analysis. On site analysis showed that the hand switch intermittently loses connection and there was a missing ethernet adapter. Upon replacing these components, the system was checked out and found to be operational.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the image acquisition system showed ¿3d disabled without hook up [navigation system]¿. The mobile viewing station was re-booted and 3d was able to be taken. No patient was present at the time of the event.